Event description:
Caller reported that her son's blood glucose is consistently in the (~300 mg/dl) even when bolusing. The pt's drs believe the device is giving too much insulin and pt is possibly resistant to the insulin.